Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage to the rear panel. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area and there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler¿s touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A watchdog alarm was encountered upon rebooting the cycler after completing the post-accelerated stress test 2-hours 15-minutes 8500ml simulated treatment. The ic7 that is found on the functional board failed under the accumulation of internal thermal stress during normal device operation. The cycler underwent and passed the mushroom head check. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a liberty select cycler had a watchdog timer error alarm during power up of the patient¿s peritoneal dialysis (pd) treatment. The watchdog timer error alarm occurred while technical support was assisting the patient with canceling their treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate manual treatment option was available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.